Manufacturer narrative:
Concomitant: a positive blood bag; 250 ml baxter bag (B)(4) lot y241323 exp jan 19 0.9% sodium chloride. The customer¿s report that the system displayed error code 255-16-275 when the user was trying to restore channel b was confirmed and replicated. Review of the pcu event log identified a programming entry in which a flow stop open alarm was recorded followed in rapid succession by the start of the infusion. The system error occurred later in the infusion when the user attempted to restore the previous programmed infusion. Functional testing replicated the timing anomaly. Selecting the lvp and attempting to restore the infusion while the device is in the flow stop open alarm state generated the system failure. The root cause is a software issue. When a system error occurs, all active modules will continue to infuse but in an alarm state.

Event description:
The customer reported that an infusion of platelets was programmed to infuse at 240 ml/hr for 15 minutes on channel b and after about 10 minutes the pcu indicated that channel b was not infusing however the drip chamber was dripping. When trying to restore channel b the system displayed error code 255-16-275. There was no patient harm.